Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip, the switch 1, the switch box, the upward/downward angulation control knob, the right/left knob, the lock engagement lever, the lock engagement lever, the scope cover, the connecting tube, the image guide protector, the universal cord, the scope connector, the scope cover, the plastic distal end cover, the protector of universal cord on scope connector side and the flexibility adjustment ring were scratched. The scope connector, the control unit, the objective lens had discoloration and the light guide lens has discoloration. The upward/downward angulation control knob, the bending section cover cylinder and the scope connector had corrosion. The scope connector was shaved. The adhesive on the bending section cover had a chip. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the device was cleaned and disinfected with a kaigen cleaning machine, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.